Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was interrogated and noted to be operating in safety mode. Technical services (ts) recommended device replacement. This device remains in service. No adverse patient effects were reported.